Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt failed therapy electrode (te) recognition testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te), was pulled from the dn strain relief, damaging the pulse wire solder connection inside the distribution node (dn). The cause of the test failure is the damage cable and solder connection. The root cause of the damaged cable and solder connection is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.